Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed. Device discarded by facility.

Event description:
It was reported that during a deep style tt maze there was an injury to the pulmonary artery while trying to route the mid1 device around the left pulmonary veins. This resulted in excessive bleeding and surgeon converted to sternotomy and injury to the pulmonary artery was closed. Patient needed three (3) units of blood. Patient received full cox maze on pump. The patient is currently doing fine and is in sinus rhythm.